Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The field service engineer readjusted the ise arm head and the ultrasonic mixer. He checked the needle antisplash, and the rinse station and cleaned the instrument. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 5 patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. Patient sample 1 initially resulted in a na value of 263 mmol/l and repeated as 140 mmol/l. Patient sample 2 initially resulted in a na value of 271 mmol/l and repeated as 141 mmol/l. Patient sample 3 initially resulted in a na value of >198 mmol/l accompanied by a data flag and repeated as 139 mmol/l. Patient sample 4 initially resulted in a na value of >206 mmol/l accompanied by a data flag and repeated as 139 mmol/l. Patient sample 5 initially resulted in a na value of 158 mmol/l and repeated as 135 mmol/l. No questionable results were reported outside of the laboratory.